Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the bad electrode was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2022, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a settings not available message seen on the controller. The rep was not with the patient and was not meeting with the patient until (B)(6) 2018. The rep instructed the patient to decrease the settings, and then the patient was unable to increase again. The rep was going to have the patient try to reset the controller. Additional information was received from a manufacturer representative (rep). It was reported that resetting the controller did not resolve the issue. The rep ended up meeting the patient at the physicians office and there was one bad electrode, #2. The rep reprogrammed around it and the patient was able to feel stimulation again. The issue was resolved. No further complications were reported.